Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call alarm issue. The customer's blood glucose was unknown. Trouble shooting was performed and found three compromised force sensor system alarm. Advise sending replacement device. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during rewind due to corroded the motor home switch. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify compromised forced sensor system alarm due to motor error alarms.